Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during testing at the manufacturing facility, the device was activating without the buttons being pushed. There were no adverse consequences related to this event.